Manufacturer narrative:
Result: the 3max catheter appears to be fractured approximately 12.0 cm from the distal tip. The polymer material surrounding the break site shows evidence of stretching and material deformation as evidenced by the stretched polymer and increased pitch of the inner support coil. The break occurred in the middle of the polymer material and not at a material bond. Conclusion: the complaint has been evaluated. The complaint indicates that the 5max catheter and a 3max catheter were used coaxially to access the target lesion. The 3max catheter was removed so that aspiration could be manually performed using a syringe through the 5max catheter. A radiopaque markerband was found inside the 5max catheter. At this point, the 3max catheter was re-inserted into the 5max catheter however; resistance was felt near the hub of the 5max catheter. At this point, it was discovered that the 3max catheter was fractured. Evaluation of the returned 3max catheter revealed a fracture in the distal shaft of the catheter 12.0 cm from the tip. Based on the material deformation and evidence of stretching at the break site, this device issue was likely caused by force in excess of the tensile strength of the material placed on the device during use. The physician stated that no resistance was noted however, these types of failures are usually found when excess force is placed on the device when attempting to advance or retract against resistance. These devices are 100% visually inspected for damage during packaging. In addition, all lots are tested for tensile strength and all tested units in this lot met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy in the middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter. During the procedure, a penumbra system 5max reperfusion catheter and a 3max reperfusion catheter were advanced coaxially near the thrombus. The 3max reperfusion catheter was pulled back and a syringe was connected to the 5max reperfusion catheter. While the thrombus was being aspirated with a syringe manually and taken back out of the body, radiopaque marker was found inside the 5max reperfusion catheter. Since some parts of the thrombus remains in the artery, the 3max reperfusion catheter was inserted into the 5max reperfusion catheter outside the body to try aspiration again. The physician experienced resistance in the hub of 5max reperfusion catheter. The 3max reperfusion catheter was found to be fractured approximately 10 cm. The mesh wire protruded at the break site of the 3max reperfusion catheter. The fractured part was taken off and the operation succeeded with the 5max reperfusion catheter and a px slim using a coaxial technique. The patient's condition was well. Physician's comment: I did not feel resistance while pulling back the 3max reperfusion catheter.